Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the affected device. It was discovered that the screw holding the locking sleeve could not be found. This sleeve secures the retaining segment which locks the lamp head in position. This missing screw allows the locking sleeve to move and the retaining segment to become dislodged, resulting in the separation of the lamp head from the spring arm. The cause of the missing screw is unclear at this time and the investigation is still ongoing. A follow-up report will be submitted if more information becomes available.

Event description:
During a surgery, the trumpf medical surgical light detached from the spring arm as the surgeon was positioning the lighting system. The surgeon was struck in the head by the falling lamp head and sustained a minor contusion on his head. The level of medical attention required was not communicated by the user facility.